Manufacturer narrative:
The referenced known short to shield issue was reported on medwatch MFR report # 2916596-2017-02142. Approximate age of device- 8 years, 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of driveline fault alarms was confirmed through the evaluation of the submitted log file. Analysis of the submitted log file revealed constant, silenced driveline fault alarms and yellow wrench advisories. The driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the lvad produced a driveline fault alarm. It was mentioned that the patient has a known short to shield issue. The patient was asymptomatic. The system controller was exchanged per the manufacturer's technical service representative recommendation and log files were submitted for review. The primary system controller log file showed driveline fault events on (B)(6) 2018. The log file from the new backup system controller the vad was connected to, showed the same phase being the cause of the driveline fault event; which confirmed the issue was with the percutaneous lead (driveline). On (B)(6) 2018, the vad clinician communicated that there were no plans for a pump exchange, the patient is under destination therapy status and the alarms would be monitored at home. No additional information was provided.